Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.2 cm diameter abdominal aortic dissection near the left renal artery. The proximal aortic neck was 28-27-30 mm in diameter. The left common iliac artery was 13-15 mm in diameter and the right common iliac artery measured 13-11-12 mm. The right external iliac artery measured 7-8 mm in diameter and the left external iliac artery measure 7-9 mm in diameter. It was reported that a final angiogram was taken showing what looked to be a type I endoleak. The physician inflated a balloon in each limb and injected supra-renal to rule out a type iii from the gate junction or a type ii from the hypogastric; however, the endoleak still showed on the angiogram. The physician then inflated a coda balloon in the body of the implanted bifurcate and injected supra-renal to see if a palmaz or re-lining the body of the device with a cuff would help. This injection would also show if there was a type ii from the sma. This injection showed no type ii leak. The physician proceeded to place a 32x32x49 cuff in the existing bifurcated device and the final run showed a perfect result. The endoleak had resolved. The physician stated that the event was related to the device. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of angio images during the implant showed that an injection of contrast was made with a balloon placed into each limbs when injecting above the renals contrast was seen within the sac. Contrast injection during ballooning in the main body did not show any clear endoleak, indicating that the endoleak seen at implant was a proximal type I endoleak. No stent graft images were seen on the films. Images pre and post-implant were not available for return. The cause of the proximal type I endoleak could not be determined.